Event description:
The pump was returned to the central supply department with an unsigned note stating , "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone at power on while I nthe low volume setting. There were no reports of any adverse patient events while the device was in clinical use.